Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that a patient underwent an open abdominal surgery on (B)(6) 2013 for a pancreatic tumor and gist stomach and suture was used for abdominal closure. The patient experienced a wound dehiscence on (B)(6) 2013. A re-operation was performed at that time. The wound was reclosed with a different device. The surgeon opines that contributing factors for the wound dehiscence were obesity and diabetes. (B)(4) - wound dehiscence occurred. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for abdominal closure. The patient experienced wound dehiscence. Additional information has been requested.